Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms that triggered the lead safety switch (lss). There was noise in unipolar configuration that was able to be reproduced. No noise was seen in bipolar configuration. Boston scientific technical services (ts) suggested leaving the lead programmed to bipolar sense and unipolar pacing. The field representative noted they would consider increasing the limit for the remote home monitoring system to 2500 ohms. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms that triggered the lead safety switch (lss). There was noise in unipolar configuration that was able to be reproduced. No noise was seen in bipolar configuration. Boston scientific technical services (ts) suggested leaving the lead programmed to bipolar sense and unipolar pacing. The field representative noted they would consider increasing the limit for the remote home monitoring system to 2500 ohms. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.